Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked case, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 115 mg/dl at the time of incident. Troubleshooting found that there is a crack in the area of the reservoir threading. The customer was advised that the device would be replaced and agreed to return the product for analysis.